Event description:
As reported: "the guidewire broke during drilling, leaving the tip in the patient's body."

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; device remains implanted in patient.